Event description:
It was reported that the customer reported he was hospitalized for high fevers and found that he had an infection that is making him insulin resistant. The customer used his insulin pump while in hosp and after a set change he then started running high blood glucose levels. Troubleshooting was performed and the insulin pump passed the tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.